Event description:
A review of service data detected a reportable event. During servicing of battery pack which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire is the one that connects the battery cells to the connector. The root cause of the broken wire is not known, but was probably an assembly error. The white wire was probably not soldered with enough solder. Assemblers have been instructed and shown how much solder to be put on this wire. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last patient to use this battery pack did not report any problems.